Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine check up that this device is behaving in a manner consistent with premature battery depletion (pbd). In october 2018, the device reported to have eleven years, 5 months, remaining battery longevity. In january 2019, the device reported to have nine years, remaining battery longevity. In june 2019, the device reported to have six years, five months, remaining battery longevity. In july 2019, the device reported to have six years,remaining battery longevity. In august 2019, the device reported to have five years, five months remaining battery longevity. The device remains implanted and in service. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported during a routine check up that this device is behaving in a manner consistent with premature battery depletion (pbd). In (B)(6) the device reported to have eleven years, 5 months, remaining battery longevity. In (B)(6) 2019 the device reported to have nine years, remaining battery longevity. In (B)(6) 2019, the device reported to have six years, five months, remaining battery longevity. In (B)(6) 2019, the device reported to have six years,remaining battery longevity. In (B)(6) 2019, the device reported to have five years, five months remaining battery longevity. The device remains implanted and in service.